Event description:
It was reported that .. "On (B)(6) 2011, the patient underwent the surgery with the xia3 (t10 and t12 were fixed) for compressed fracture. On (B)(6) 2012, the patient underwent the surgery with the mantis (l3,l4 and iliac were fixed. Iliac was fixed by xia3) for pyogenic spondylitis. After surgery, the patient had lumbago. The surgeon confirmed x-ray. And he found that the screw head was broken off (left iliac of craniad). And the screw of the caudal broke. Therefore, the surgeon removed the broken screws. Next, when the surgeon checked right-side, he found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2013. And the surgeon requested the investigation of the case."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported event of a broken xia 3 titanium pa screw was confirmed visually to be fractured at the screw head (the screw head has been fractured from the main body and remains in the tulip, but was dissociated from the bone screw). Evaluation of the manufacturing records for the involved product did not reveal any non-conformities. The original surgery was performed because of a compressed fracture. The disengaged tulip and head was discovered after the second surgery via x-rays. The revision surgery was performed as a result of the discovered disengagement. The screws have been implanted for over two years. According to the IFU, the device does not replicate the flexibility, strength, reliability or durability of normal healthy bone, and that the implant can break or become damaged as a result of strenuous activity or trauma. The device may need to be replaced in the future. It is unknown whether or not fusion occurred between the primary and revision surgery; however, the IFU for xia 3 indicates that a delayed nonunion can lead to excessive and repeated stress on the implant which can eventually lead to device failure. A material analysis was performed and it concluded that the fracture happened due to fatigue. Conclusion: a material analysis was performed and it concluded that the fracture happened due to fatigue, however the cause of the fatigue is likely multifactorial.

Event description:
It was reported that .. "On (B)(6) 2011, the patient underwent the surgery with the xia3(t10 and t12 were fixed) for compressed fracture. On (B)(6) 2012, the patient underwent the surgery with the mantis(l3,l4 and iliac were fixed. Iliac was fixed by xia3) for pyogenic spondylitis. After surgery, the patient had lumbago. The surgeon confirmed x-ray. And he found that the screw head was broken off(left iliac of craniad). And the screw of the caudal broke. Therefore, the surgeon removed the broken screws. Next, when the surgeon checked right-side, he found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2013. And the surgeon requested the investigation of the case."